Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and vertigo. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis cannot be determined; however, it was confirmed this adverse event was not due to a deficiency or malfunction of any fresenius product(s) or device(s) as reported by a medical professional. This is further evidenced by the presence of a microorganism that is an opportunistic infection that affects immunocompromised patients such as the end stage renal dialysis (esrd) population. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on 2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Correction: g3 date was incorrect and the correct date is 7/14/2022.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd) rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2022, during a follow up, a peritoneal dialysis registered nurse [(pd)rn] reported to fresenius this 73-year-old female pd patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler experienced peritonitis. There was no specific allegation this adverse event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon further follow up with the patient¿s pdrn, it was reported this patient presented to the outpatient clinic on (B)(6) 2022 with abdominal pain and vertigo. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the outpatient clinic on (B)(6) 2022 presented with lactococcus (species unknown) in the culture and a wbc count of 215/mm3. The patient was diagnosed with peritonitis due to unknown causes. The patient was not hospitalized for this event and prescribed intraperitoneal vancomycin at 2000 mg every 4 days for two weeks. The patient is recovering from this event and remains asymptomatic. It was confirmed, though the root cause of this adverse event remains unknown, there was no indication the patient¿s peritonitis was due to malfunction or deficiency of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.